Manufacturer narrative:
(B) (4) - migration of both internal and external bolsters, physician retrieved. Nothing left in patient. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed in (B) (6) 2010. According to the complainant, during the replacement of the initially placed peg, the physician noticed that the external bolster shifted to the y-port, the plug/cap on the top of the y-port was torn and the internal bolster had migrated to the duodenum. The physician removed the device endoscopically. The internal bolster did not detach inside the patient. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be good.